Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 14e021 was manufactured from may 20, 2014 ¿ may 21, 2014. One actual unit was received for evaluation. Visual inspection on the unit revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed on the unit and the flow rates were found to be within the specification range. The condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The total fill volume was 240ml with 200ml remaining after 58 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.